Event description:
Patient reported right side capsular contracture, baker grade iii and "misshapen" against a non-allergan device. Implants are reported to be tissue expanders implanted in 2005. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).